Event description:
The customer reported via phone call that she needed assistance using the insulin pump's bolus wizard feature. The customer also reported that she was recently hospitalized due to getting a pacemaker. The customer stated that she had difficulty with the time and date settings on her previous insulin pump. The customer also reported that she had been experiencing high blood glucose levels on the day of the call. Blood glucose level at the time of the call was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.